Event description:
Litigation papers allege need for additional surgery, excessive levels of cobalt and chromium in serum blood, and past and future pain and suffering. (B)(6) 2012- amended litigation papers received. Litigation originally filed that the patient was implanted with asr; however, they are know alleging that the patient was implanted with pinnacle. Product(s) will be updated accordingly. (B)(6) 2012 - report received from sales rep indicates the patient was revised (B)(6) 2012 due to elevated levels.

Manufacturer narrative:
This investigation has been reopened because the patient has now been revised, and additional/corrected information is available. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Litigation papers allege need for additional surgery, excessive levels of cobalt and chromium in serum blood, and past and future pain and suffering. Update: (B)(6) 2012- amended litigation papers received. Litigation originally filed that the patient was implanted with asr; however, they are know alleging that the patient was implanted with pinnacle. Product(s) will be updated accordingly.

Manufacturer narrative:
MFR# 1818910-2012-22057 rejected as a duplicate of this manufacturer report.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update - (B)(4) 2012 - report received from sales rep indicates the patient was revised (B)(6) 2012 due to elevated levels. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4).